Event description:
The initial reporter received two questionable elecsys probnp ii immunoassay results from two patient samples tested on the cobas 6000 e601 module. The reporter was able to provide one example of discrepant results. The initial result was reported outside of the laboratory. The doctor called and questioned the result as the patient was from a congestive heart failure clinic. The patient sample was then rerun on the module and their other e 601 module. The initial result from the module was 36.0 pg/ml with a data flag. The first repeat result from the other module was 318.9 pg/ml. The second repeat result from the module was 36.0 pg/ml with a data flag. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number was requested but not provided. The customer stated that their calibration and qc recovery were acceptable. The field service engineer (fse) inspected the module and found the sample probe voltage to be too high, the probe contacts were degraded, and the extra wash station (ews) nozzle alignments were not in the proper positions. The fse replaced the sample probe, set the voltage to the correct specification, adjusted the ews nozzles, and cleaned the ews drain with bleach water. The fse performed mechanical checks and serial testing of the reported sample with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.